Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call. See (B)(4) for call back detail.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 140 to 150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 259 and 259mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 06/20/2019 and open vial date is last week. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer states that he has been using this meter for over a year, and the meter is now reading too high.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 140 to 150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on 04/26/2018, a back to back blood test was performed fasting by the customer and produced test results of 259 and 259mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 06/20/2019 and open vial date is last week. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :293mg/dl, date: (B)(6) 2017, time:12:54pm, fasting; result 2 :255mg/dl, date: (B)(6) 2017, time:12:35pm, fasting; result 3 :306mg/dl, date: (B)(6) 2017,time:9:14pm, fasting; result 4 :264mg/dl, date: (B)(6) 2017, time:10:35pm, fasting; result 5 :177mg/dl, date: (B)(6) 2017, time:12:36pm, fasting. Customer states that he has been using this meter for over a year, and the meter is now reading too high.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer on 5/10/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call. See ran 01563283 for call back detail.